Event description:
This is a spontaneous report by a consumer from the USA of peritonitis and melanoma in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting consumer stated that on an unknown date, the patient was diagnosed with peritonitis and melanoma. On (B)(6)2010, the patient was hospitalized for "several things, the biggest concern was melanoma and he was treated for peritonitis which was not worrisome." Treatment information was not provided for the events. Pd therapy was ongoing at the time of the events. The patient was recovering from the events. On (B)(6)2010, the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). This complaint was opened to address a patient reaction of peritonitis. Root cause for the peritonitis was not identified due to insufficient information available. Since no sample was available for evaluation, no root cause can be determined through sample inspection. No specific product failures were indicated in the complaint report that could contribute to peritonitis. A batch review was performed for suspect lot numbers, with no defects noted. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patient discards supplies after each therapy, the sample was not requested.baxter has received similar reports for the reported problem.

Event description:
It was reported to baxter (B)(4) that the reservoir of two infusor lv 5 devices ruptured during filling. This is report number 1 of 2. No patient injury or medical intervention was reported. No additional information is available at this time.